Event description:
Rep was notified that a patient's right hip is to be revised due to metallosis. Surgeon inquired if the femoral head is in scope of the lfit v40 recall (it is not). The planned revision will be a head/ liner exchange. No further information is available to the rep.

Manufacturer narrative:
Reported event an event regarding wear involving an unknown stem was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that 'rep was notified that a patient's right hip is to be revised due to metallosis. Surgeon inquired if the femoral head is in scope of the lfit v40 recall (it is not). The planned revision will be a head/ liner exchange. No further information is available to the rep'. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.